Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient needed an MRI because they had an infection in their spine around the ins. There was a lump next to their stimulator and it was swollen where their stimulator was located; the patient noted that they had a history of infections. They weren't sure if the infection was related to the ins. The patient was currently in the ER. No further complications reported.